Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to information received in communication box - accumulated liquid was found on the expiratory channel connector, expiratory channel pcb and pneumatic back-plane pcb. Review of the provided device's logs confirms occurrence of the reported pre-use check failure. Provided photos confirm water on the printed circuit boards. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).